Manufacturer narrative:
(B)(4. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic bile surgery, the "brackets" did not hold. They appear to be ejected sideways. In the first surgery, the "bracets" had just stopped in the tissue. The surgeon also thinks he saw intraoperatively the "branches" of the device were bent apart and crossed at the front. About fifteen clips were placed on the patient side. The patient felt unwell post-op and blood levels were not ok. A CT examination followed and it was determined that the patient had to be reoperated. In the reoperation surgery, the "braces" (three loose clips) were found in the abdomen. It is unknown if there were any patient tissue factors that contributed to patient's post-op condition. No further additional information available.

Manufacturer narrative:
(B)(4). Batch # t93j6z. Investigation summary: the analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. In addition, 3 malformed clips were received inside of a plastic bag. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. In addition, 6 clips were found inside the clip track. The condition of the jaw becoming disengaged from the cam may be due to inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected data: date of event is 2019. Event day and event month were not provided.